Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was evaluated and reformatted. The system software, calibration files and communication nodes were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would not fluoro, the field engineer noted that the software was corrupt and the system would not boot. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.